Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, precautions and operational errors. Electrical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced monitor assembly, verified correct operation and reseated all communication cables. Fss performed hard drive check as well as performed the field service checklist, which the unit passed all functional test and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error)/ instrument host communication error occurred on the whitestar signature system. The customer also reported intermittent touch screen failure. There was no patient involvement reported and no patient treatments delayed or cancelled.